Event description:
A nurse reported that they have been using phacoemulsification tips with a slight burr during cataract with intraocular lens implant procedures for a few months without problems. Each time they were noticed when placed under the scope and the surgeons elected to use the tips with smaller burrs. The reporter confirmed that there has been no harm to patients. No further info is expected for this case.

Manufacturer narrative:
No phaco tip was received for "burrs." No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned, the root cause for the customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the mfg process. (B)(4).